Event description:
The customer reported being hospitalized for low blood glucose of 21 mg/dl. The customer also reported that the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.